Event description:
A 14x80x120 protege gps self-expanding stent was deployed to treat a 70mm lesion. The artery diameter was 14mm. The device was prepped as per the IFU with no issues identified. There was no damage noted to the device or its packaging. The lesion was not pre-dilated. No resistance was encountered advancing the device. It was reported that the deployed stent appeared shorter. A balloon that was 13 x 40mm in length was used to measure the stent. The balloon matched the 40mm length balloon. It was reported there was a mismatch between box label, pouch labels, device hub/luer. The stent covered the main area of stenosis. No additional treatment was required. No patient injury was reported.